Event description:
The cap separated from the blue and white female connector of the transfer set after use, and a clamp had to be used to close catheter. This event specifically refers to one of two instances from the week of 03/2006. During a follow-up call with the home patient's daughter in 05/2006, the home patient's daughter replaced the transfer set in the home herself after a catheter/transfer set separation. Pd patients are trained to close the clamp, not complete the exchange and to call the dialysis unit when this occurs. No patient injury or medical intervention was reported due to this incident.